Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review.. Two pictures were attached to complaint to use in the evaluation: the picture provided per customer were revised and it was confirmed by visual observation that the roller clamp was inverted. The reported event was confirmed.. One unit was received for evaluation; the returned unit was received decontaminated inside a plastic bag which was not its original package. Visual inspection: the unit was visually inspected under normal conditions of illumination. It was observed the roller clamp inverted. The reported event was confirmed.. After unit evaluation and procedure review, the occurrence for this condition was due to an operator oversight. Procedure stated to slide roller clamp, large end first, onto the tail of the drip chamber. Procedure was not correctly followed. An awareness notification was conducted by the quality engineer to the production personnel in order to avoid the oversight the clamp assembly operation.

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow disposables malfunctioned. During the pre-use check, the customer noticed the position of the roller clamp was reversed. No patient injury.